Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was checked remotely. In addition, the patient had claimed that this pacemaker was not functioning. The health care professional (hcp) then requested for a field representative to check the device. Attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.